Event description:
During the coronary artery bypass procedure, one heartstring seal had a kink and the second malfunctioned. A replacement was used to complete the procedure. No patient complications were reported by the hospital. In june 2005, the seal was received cracked.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.